Manufacturer narrative:
Lin, l., jiang, b., campos, j., beaty, n., bender, m., tamargo, r., . . . Coon, a. (2018). Abciximab (reopro) dosing strategy for the management of acute intraprocedural thromboembolic complications during pipeline flow diversion treatment of intracranial aneurysms. Interventional neurology, 218-232. Doi:10.1159/000486458 the pipeline device will not be returned for evaluation as it was implanted in the patient. From the provided information, the intra procedural thromboembolic complication was likely due to inadequate platelet inhibition. This event does not appear to be due to any defect of the ped. Mdrs related to this article: 2029214-2018-00497 2029214-2018-00498 2029214-2018-00499 2029214-2018-00500 2029214-2018-00501 2029214-2018-00502 2029214-2018-00503 2029214-2018-00504 2029214-2018-00505 2029214-2018-00506 2029214-2018-00507 2029214-2018-00508 2029214-2018-00509 2029214-2018-00510 2029214-2018-00511 2029214-2018-00512 2029214-2018-00513 2029214-2018-00514 2029214-2018-00515 2029214-2018-00516 2029214-2018-00517 2029214-2018-00518 2029214-2018-00519 2029214-2018-00520 2029214-2018-00521 2029214-2018-00522 2029214-2018-00523 2029214-2018-00524 2029214-2018-00525 2029214-2018-00526 2029214-2018-00527 2029214-2018-00528 2029214-2018-00529 2029214-2018-00530 2029214-2018-00531 2029214-2018-00532 2029214-2018-00533. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of intra-procedural and post-procedural complications involving the pipeline device. The purpose of this article was to review the experience of using abciximab (reopro) in the management of thrombus formation during pipeline embolization device (ped) procedures. The authors retrospectively identified 30 cases that fit their criteria. The patients mean age was 58 years; 26 of the patients were female. In case 9, a patient ((B)(6)) underwent placement of a ped 4x14 and 4x10 as well as 7 coils in the treatment of a right pcom aneurysm. The patient experienced intraprocedural thromboembolic complication and was administered 10mg ia reopro with resolution of the clot. The patient did not experience any post-procedure adverse event. The patient's mrs at discharge and at the 14-month follow-up was 0.